Event description:
It was reported that the device experienced an electrical reset/power on reset (por) due to a flipped bit. The por was cleared and the device reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 11 c9 on (B)(4) 2012. Power on reset (por) severity is low as the device should be able to fully recover after reset. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.